Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of peritonitis was unknown. There was no report of hospitalization. From the day of peritonitis diagnosis, the patient was treated with ceftazidime (2000mg) + avibactam (500mg) (2.5gm, once daily, intraperitoneal, ongoing) and vancomycin injection (1gm, after every 72hrs, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.